Manufacturer narrative:
(B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). (B)(4). Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed a motor control fault error message. There was no report of patient injury. A review of the DHR did not identify any deviations or non-conformities related to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump stopped and displayed a motor control fault error message. There was no report of patient injury.

Manufacturer narrative:
The initial report against serial number (B)(6) for a pump stop had the incorrect report number. It was sent as 9611109-2015-00227 when it should have been 9611109-2015-00472. This follow-up and all future follow-ups will be reported under the correct number.

Manufacturer narrative:
H.10. Livanova deutschland manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova deutschland. It is noted in the event information that the reported issue was detected during a procedure and there was a ¿device/part replacement¿; however, there is no confirmation of the reported issue. There is no indication of the device being returned to livanova for evaluation or repair of the device found in the system. As there is no confirmation of device return / evaluation, this complaint will be closed. If additional information is received, it will be evaluated for reportability as required. A review of the DHR did not identify any manufacturing deviations or nonconformities. The root cause was not determined as there is no confirmation of the reported issue, or of the device being returned to livanova for evaluation or repair. Livanova deutschland has opened an internal investigation that addresses this issue.